Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that they had a keypad anomaly. The mother stated the up and down arrow buttons were not functional. The mother has changed the battery, but the keypad anomaly persisted. Customer's blood glucose was 188 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.